Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.